Event description:
It was reported that log files were sent for the patient requesting technical services to look into events at 1018. There was no data captured at 10:18. There was data captured at 10:15 which were pulsatility index (pi) events. The next data captured was between 10:55 to 12:34. Which was mostly pi events there were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. It was noted that the patient had been pre-syncopal at 10:15 that morning with a number of pi events. The overall flow trend on 28may2026 was downward. The entire log file average flow was 4.4 lpm and was within the expected range for a set speed of 5100 rpm. The dropping below 3.5 would be considered operating on the low end for a set speed of 5100rpm. The lowest flow during the 10:15 time frame was 3.9 lpm which was in the range expected for a set speed of 5100 rpm. The 3.9 lpm was captured at 10:15:16 then 2 seconds later at 10:15:18 the flow was at 4.2 lpm. The lowest flow captured in the event log file was 3.3 lpm back on 27may2026. The patient was noted to have had an actual syncopal event. There were no alarms on the ventricular assist device (vad). The site wanted to know if the flow dropped low enough that the patient lost consciousness but not enough to trigger an alarm. The patient had ventricular tachycardia, and was doing well with no interventions required.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.